Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using the pre-close technique via a 6f sheath hole prior to a pulse-field ablation procedure. One suture was successfully pre-placed. Reportedly, with the second device, the rail limb of the suture was noted frayed after device deployment. The integrity of the suture was intact, therefore, it was able to be successfully pre-placed. The sheath was upsized to a 16f and the pulse-field ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was not confirmed as not all components were returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.